Event description:
Information received indicates that left siderail will not latch.

Manufacturer narrative:
The technician found the latch cover was bent, preventing the siderail from latching. The technician straightened the cover to repair the bed.